Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a power-related issue. A field service engineer replaced backup battery and verified power options. Adjustments were made to the speed configuration, changing it from half duplex to auto negotiation. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was rebooting two to three times a week. Upon reviewing the medapp logs, they discovered a battery failure. The customer reported a delay in the medication dispensing process. There were no adverse events or injuries reported based on this event.